Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72404127 877276012 control pump fgs iz as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72400024 875972002 balloon fgs 61-70 cm as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device performance issue. All components were explanted and replaced. There was a sizing issue observed with the cuff as it was not too big. A capsule formed around the urethra - surgeon excised capsule- and replaced with a new device.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72404127, 877276012, control pump fgs iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72400024, 875972002, balloon fgs 61-70 cm. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device performance issue. All components were explanted and replaced. There was a sizing issue observed with the cuff. A capsule formed around the urethra - surgeon excised capsule- and replaced with a new device.